Event description:
In early 2009, a gore associated became aware of a published study involving the use of gore preclude mvp dura substitute (mvp). A series of subjects undergoing craniotomy had their dura reconstructed using a surgical underlay grafting technique with mvp. It was determined from the article that one of the subjects experienced rhinorrhea requiring re-exploration of the craniotomy. This complication was not directly attributed to the use of mvp, but rather was attributed to the surgical underlay technique used. Gore is currently attempting to obtain additional information from the study site and/or study physician (pi).

Manufacturer narrative:
Device not available for evaluation. Attempting to obtain additional information. Literature citation: chappell, e.t., pare, l., salehpour, m., matthews, m., middlehof, c. "Gore preclude mvp dura substitute applied as a nonwatertight 'underlay' graft for craniotomies: product and technique evaluation." Surgical neurology 71 (2009) 126-129.